Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, contamination was found on the pins of the pca jumper j1000. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) (manufacture date 10/23/2014) has been completed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was contamination on component esd 700. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient "heard a loud pop" and "felt a small shock" from the lifevest. After hearing the pop, it was reported that the monitor was unable to power on. There is no indication that the patient was treated by the lifevest.